Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, at the beginning of the procedure, once the arms were attached to the trocars, when introducing the prograsp clamp, it was detected that the cable that runs through the articulation pulleys was broken, so the nursing staff was notified and requested to change it for another clamp so that the procedure could begin. It may have been damaged from ceye (sterilization center) since it was wrapped in cloth fields. The procedure was completed with no reported injury.